Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report; corrections have been made on this report with updated device evaluation codes and device analysis notes. The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. No unlock lcd keypad connector noted. Unable to verify sensor error alarm and calibration anomaly due to unresponsive buttons. The insulin pump had minor scratched display window and cracked reservoir tube lip.